Manufacturer narrative:
The product was hemosphere monitor was returned for evaluation. The reported issue was not confirmed. A functional test was performed. From the visual inspection, no defects were identified on this chemosphere monitor. The monitor was connected to power and was turned on without any error messages. Using simulators the monitor was left in run-in for three days without any issue. The reported issue could not be confirmed as the monitor was identified as working correctly. The monitor was tested per doc-(B)(4) and passed all the tests. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product has not been returned. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformance's were found. No previous related record of servicing. No escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after this hemosphere monitor had been connected to a patient for ten hours in the ICU, the monitor switched itself to "demo" mode. The customer realized it had been changed to demo mode since an alarm sounded. The monitor was restarted back to patient mode. The patient information was requested and re-entered. All previous hemodynamic values were lost. After the monitoring resumed, the new values provided were suspected of being inaccurate. It was clarified that the suspected inaccurate values occurred during patient mode, not during demo mode. There was no error message. Another hemosphere monitor was used to continue monitoring the patient. No further information was available. There was no allegation of patient injury. The device was available for evaluation.